Event description:
A customer observed a false positive total b-hcg pt sample result on the eci analyzer. The biased result was reported and questioned by the physician. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that testing of a new sample, as well as retesting the original sample, confirmed the lower results. Qc results were acceptable. Datalogger analysis did not identify any analyzer malfunctions. Sample collection methods and materials were according to MFR recommendations. The root cause of this event is unk.